Event description:
It was reported that, on an unknown date, the subject device failed during in house testing. It was reported that the device runs hot. It was reported that there was no patient involvement and subject device did not malfunction during surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as subject device was not received. A review of the device history records has been requested. Placeholder.